Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e1, e2, e3.

Event description:
Healthcare professional reported "rupture". This is for the left side. Device has been explanted and replaced.

Event description:
Patient reported left side rupture, "impregnation with the contents of the implant," and "lymph node enlarged". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿impregnation with the contents of the implant,¿ and ¿lymph node enlarged.¿

Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5; h6.

Event description:
Patient reported left side ¿lymph node enlarged," "impregnation with the contents of the implant," rupture, "violation of the integrity," and single folds. Device has been explanted.